Manufacturer narrative:
(B)(4). The device was not returned. A thorough investigation could not be performed. The lot number was not provided; therefore, a review of the finished device lot history record (lhr) could not be performed. No evidence could be found which supports the assumption that a device issue led to events described in the case description.

Event description:
It was reported that a comment was made by a physician that restenosis of the xpert stents during the past 6-12 months has been observed. Though requested, additional information has not been provided.